Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on behalf of patient on (B)(6) 2016 to report that patient experienced intermittent audio output on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Survey study coordinator contacted dexcom on behalf of the patient on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016.